Event description:
It was reported that the programmer was displaying an error message. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the device could not read from disk, there was a spring found inside of the disk drive. The error was confirmed, as a result software was reloaded and updated.